Event description:
The upper jaw broke during the surgery and could not be removed from the joint.

Manufacturer narrative:
.H6: evaluation of the device shows the upper jaw has broken at the last row of teeth. A small portion of the jaw remains attached to the shaft. Without the return of the broken portion of the upper jaw we are unable to determine a root cause for this incident. This device has been in the field for nearly seventeen years without previous issues. No further investigation is warranted at this time. Comp-0033035 04/20/12 (xc)